Event description:
It was reported that during an unspecified procedure a shaft broke. The details of the lesion are unk. The 2.5x15mm apex monorail balloon was being used with another apex balloon in a kissing balloon technique in a 6fr catheter. Upon withdrawal, the 2.5x15mm apex monorail balloon separated near the exchange port. The entire device was removed. The procedure was completed with this device. The pt status is listed as fine with no complications reported.

Manufacturer narrative:
(B)(4).